Manufacturer narrative:
This event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: readings in the 10's and 12's mmol/l (compact plus (B)(4)) and readings in the 4's and 5's mmol/l (compact plus (B)(4) ). No adverse event reported. Return of the suspect device was requested for evaluation.